Event description:
It was identified that the patient had passed away. An obituary was found online which reported the date of passing as (B)(6) 2008 and the patient was (B)(6). The cause of death is not known. Good faith attempts for additional relevant information has been unsuccessful to date. The death certificate is unable to be obtained in the state of death. The patient was lost to follow-up. No additional relevant information has been received to date.